Event description:
The complaint is reported as: the nebulizer was "popping" off the wall unit, or "popping" off the nebulizer canister. No pt injury reported.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The product was assembled and inspected according to specifications. The sample was not returned for evaluation, therefore, the complaint could not be confirmed. There was no inventory of the involved product code available at the manufacturing facility, nor is it being manufactured at the time; therefore, an attempt to duplicate the failure mode could not be performed.